Event description:
The customer reported that the system displayed a communication failure error message during a procedure, and the system required a reboot to clear the error. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 power supply voltage and the isolation transformer output was adjusted. The system was then found to be operating as intended.